Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the device was not working leading to the procedure. During the procedure, it was noticed that the tubing was split open.